Event description:
It was reported by the facility that "the port needles changed. I was able to obtain a new and old port needle. The difference is the old port needles had blue caps and white clips. They were made in mexico. The new needles have white caps and clear clips and are made in china. Now that the newer needles are making there ways into all of the ahs infusion centers we are seeing more and more cracks."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set is inconclusive due to poor sample condition. Two photo samples of two 19 x 0.75 in miniloc infusion sets were returned for investigation. The samples appear to be in sealed packaging. The photos show the front and back of the infusion set packaging. The product lot number is asdrf076. The condition of the samples or presence of a leak could not be determined from the photos provided. Since the reported issue could not be confirmed from the photo samples provided, the complaint remains inconclusive at this time. A lot history review (lhr) of asdrf076 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdrf076 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that "the port needles changed. I was able to obtain a new and old port needle. The difference is the old port needles had blue caps and white clips. They were made in mexico. The new needles have white caps and clear clips and are made in (B)(6). Now that the newer needles are making there ways into all of the ahs infusion centers we are seeing more and more cracks."